Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "machine failed" (device operates differently than expected); "machine failed primed" (failure to prime); "leaking from underneath the machine" (fluid leak). A facility reported the machine failed and surgeries were cancelled. Additional info was requested. Additional info was received. The engineer reported the surgeon did not feel confident to use the machine as it made a funny noise during priming and also when the icon button was pressed it made a crackling sound. The machine failed priming and was leaking from underneath the machine. The first pt was prepped and had received topical anesthetic. Seven pt's surgeries were cancelled. The machine failed priming and was leaking from underneath the machine.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).